Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leak from quick release site. The infusion set was in use for three days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).